Event description:
It was reported that when using the bd pyxis¿ medbank mini system required proactive check on drawers 1 and 2 for connections and connections to tray needed to be reset. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system required proactive check on drawers 1 and 2 for connections and connections to tray needed to be reset. A field service engineer checked that the station trays were not malfunctioning due to spillage. After consulting with cubex, it was found that the pockets did not release and the tray needed to be replaced. The fse discovered that the row cable for drawer 1 had been disconnected from the controller board, which caused the pockets not to release or open. Additionally, drawer 2 had a failed pocket in the back left row. The fse reset the connection and, with assistance from cubex support, confirmed that the pockets were recovered. Finally, the fse tested the pockets using the tester application to ensure the issue was resolved. The system functioned as intended after the field service engineer repaired the device.